Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal stenosis dilatation procedure performed on (B)(6) 2020. According to the complainant, the patient had a severe stenosis in the mid part of the esophagus. During the procedure, the balloon ruptured during its third dilation at 5.5 atm and 9mm. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: problem code 1074 captures the reportable event of balloon burst. Problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal end of the balloon. This failure is likely due to factors encountered during the procedure, such as lesion characteristics, handling or manipulation during the preparation, initial set-up or during procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal stenosis dilatation procedure performed on (B)(6) 2020. According to the complainant, the patient had a severe stenosis in the mid part of the esophagus. During the procedure, the balloon ruptured during its third dilation at 5.5 atm and 9mm. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.